Event description:
Pt reported the down button on the infusion device works intermittently. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. The down button does not always respond. The coating below the top layer of the front foil is worn off. The contamination with the residues of the coating (printing ink) between the dome contact and printed circuit caused an interruption and led to the non-functioning of the down button.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.